Event description:
It was reported that a 9900 system could not be booted up. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified rtos not reacting after reloading software. Reseated rtos, gpos computers and associated plug connectors. Rebooted system and performed system test. System operating as intended.